Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2017. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Manufacturer narrative:
This information was previously reported under MDR 3005580113-2020-00325. Therefore, this duplicate MDR 3005580113-2020-00326 report may be canceled.

Event description:
This information was previously reported under MDR 3005580113-2020-00325. Therefore, this duplicate MDR 3005580113-2020-00326 report may be canceled.